Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.8lpm. Guided to diagnostics showed that the system hours were 1300, pump hours were 650, ip -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique and ensured all tubing straight and unobstructed. Flow rate (fr) was stayed at 0.8lpm. Disconnected, rotated clamps, reconnected, flow rate (fr) was still 0.8lpm. Explained relationship between flow rate (fr) and heater capacity. Patient temperature (pt) was at target at this time. If the patient begins to dip below target, then they might need to do further troubleshooting, such as adding a second pad. Explained they would be on call throughout the night, and call if they end up needing more support later and would continue to monitor for now. It was reported that the additional call received via mail on 17oct2024, nurse stated that they downloaded the case data from therapy. They were having issues with low flow during therapy. The first day, the nurse called the helpline and was able to troubleshoot. The second day, the pads seemed to experience a leak, so they ended up changing out the pads. Nurse wanted to see if someone could review the case file to ensure there was nothing wrong with the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.8lpm. Guided to diagnostics showed that the system hours were 1300, pump hours were 650, ip -7psi, circulation pump command (cpc) was 36 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique and ensured all tubing straight and unobstructed. Flow rate (fr) was stayed at 0.8lpm. Disconnected, rotated clamps, reconnected, flow rate (fr) was still 0.8lpm. Explained relationship between flow rate (fr) and heater capacity. Patient temperature (pt) was at target at this time. If the patient begins to dip below target, then they might need to do further troubleshooting, such as adding a second pad. Explained they would be on call throughout the night, and call if they end up needing more support later and would continue to monitor for now. It was reported that the additional call received via mail on 17oct2024, nurse stated that they downloaded the case data from therapy. They were having issues with low flow during therapy. The first day, the nurse called the helpline and was able to troubleshoot. The second day, the pads seemed to experience a leak, so they ended up changing out the pads. Nurse wanted to see if someone could review the case file to ensure there was nothing wrong with the device.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Current manufacturing controls in place to prevent this failure include: inherent safety by design - the system is designed to move fluid by negative pressure. Therefore, in the event of a pad leak, air is pulled into the pad rather than fluid leaking out. Inherent by design ¿ mechanical bond strength film to foam. The pads are a closed system and are used at an elevation higher than the controller reservoir. Information for safety- the IFU states to change the pad if a significant leak exists. Design v&v - the pads are designed to withstand the normal handling associated with removal from the package, application to the patient, removal and reapplication, and the patient being moved. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.